Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6), 2025, the user experienced a driver remote control failure error. It is reported that after the needle was replaced, the procedure was completed; however, a second incision to the patient was required. A hologic field service engineer (fse) was dispatched to examine the device and found that in addition to the driver error, the remote-control buttons were unresponsive. The fse replaced the driver as well as the cable that connects the driver port on the console to the csl board. The fse verified that the unit is operating as intended. No further information is available.